Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted and rescheduled another time. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile revealed that the temperature sensor was out of range. During troubleshooting, the fse inspected the technical room and discovered that the temperature was significantly low. The fse adjusted the air conditioning to 22°c. Following the necessary repairs, the system was returned to use in good working order.